Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working and it had a damage. The customer¿s blood glucose level was 6.5 mmol/l. The customer was assisted with the troubleshooting. The customer also stated that the insulin pump was exposed to the moisture. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The device had cracked case at battery tube side and cracked battery tube threads. The device was received with critical pump error and unable to download due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to critical pump error.